Event description:
Event 1 [date redacted]: "issue with 3 different bard max-core disposable biopsy instruments (ref mc1825) during the same prostate biopsy procedure. Biopsy needle was stuck out and would not close.. Trigger became stuck. Smaller than normal specimens were being obtained; one biopsy was missing sample and needed to be repeated. All same lot #: rekn1622". Event 2 [date redacted] lot: rekp2561: surgeon was having difficulty with bard needle gun max core lot# rekp2561, ref# mc1825, exp. 01/31/2028. It took three of these devices to obtain the samples the surgeon was looking for. The previous two were obtaining blood samples only. The surgeon tried three attempts with the previous two bard devices. The procedure took longer than anticipated. No obvious harm was noticed to the patient. Materials person, [redacted], notified. Event 3 [date redacted] lot: rekp2561: surgeon was having difficulty with the bard needle gun maxcore lot# rekp2561, ref# mc1825 exp. 01/31/2028, it took two of these devices to obtain the samples the surgeon was looking for. The previous one was obtaining blood samples only. The surgeon tried two attempts with the previous bard device. The procedure took longer than expected. No obvious harm was noticed to the patient. Materials person, [redacted], notified. Event 4 [date redacted] lot: rekp2561: the surgeon was having difficulty with the bard needle gun max core lot# rekp2561, ref# mc1825, exp. 01/31/2028. It took two of these devices to obtain the samples the surgeon was looking for. The previous one was obtaining blood samples only. The surgeon tried two attempts with the previous bard device. The procedure took longer than anticipated. No obvious harm was noticed to the patient. Materials person, [redacted], notified.